Manufacturer narrative:
This ra lead is expected to be returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was placed in the patient but high out of range pacing impedance measurements of 3000 ohms were observed through a pacing system analyzer. The ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Additional information provided from the field indicates the right atrial (ra) lead will not be returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.